Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - finland. Review of the most recent repair record determined he needle bearing and planetary spacer were corroded, the nut bearing lock was worn, the housing screw thread was damaged, the swivel was loose, the motor was seized, and the device was out of calibration; however, the repair was not completed (pending material). DHR was reviewed and no discrepancies related to the reported event were found a definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit did not function.there is no harm or delay reported. Due diligence is complete and there is no additional information. Upon investigation, the motor seized.